Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported perforation cannot be determined. The reported hypoxia appears to be a cascading effect of the perforation. Additionally, the reported patient effect of perforation and hypoxia are listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After steerable guide catheter (sgc) removal, left to right shunt was observed along with hypoxia. An occluder was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.